Event description:
The precision medical suction units (2) appear to have overcharged and caused the battery to swell far beyond normal. Temperature was measured at ~ 240 degrees. Units have been removed from service. Manufacturer response indicates units are both out of warranty and unit should not be charged while in carry case.